Event description:
It was reported via the food and drug association (FDA) medwatch program that the patient's right ventricular (rv) lead was explanted due to an unspecified infection. Further information was not provided.

Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5119652.